Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 bd vacutainer tubes with water, and the issue of leakage was not observed. Bd was not able to determine a root cause for the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle device experienced tube push off using the nonpatient end needle, as well as blood splatter/ sample leakage. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "blood spill in holder during sampling, and the tube was popping off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle device experienced tube push off using the nonpatient end needle, as well as blood splatter/ sample leakage. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "blood spill in holder during sampling, and the tube was popping off."